Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the buttons on the pump keypad are not working. There is no allegation of an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.